Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely, that a faulty flat scope socket led to the malfunction. Causing no image, when shaking the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the flat scope socket was faulty which caused no image when shaking the connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the flat scope socket was loose on the video system center which resulted in no image when touching the connector. Additional information was obtained regarding the event: the device was well functioning during the use in the hospital and no faults (errors) occurred. There were no reports of patient harm.